Event description:
It was reported that the patient's device was removed due to infection. It was stated the patient had "fevers" and was "overall feeling poorly." It was stated the event was related to the implant procedure. It was stated the device was surgically repositioned on (B)(6) 2012. The patient outcome was reported as "recovered without sequelae" on (B)(6) 2012. Manufacturer records indicate the device was explanted on (B)(6) 2012.

Event description:
Additional information received reported that examination of the patient noted that the site was warm to the touch. It was also reported that the patient was taking antibiotics as prescribed by their urologist on (B)(6) 2013.

Event description:
Additional information reported that the implantable neurostimulator (ins) was explanted (not repositioned) on (B)(6) 2012. It was also reported that the ins was disposed of by the customer according to biohazard instructions. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v887311, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).